Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the voltage at the power supply was low. Following adjustment of the voltage, the imaging system functioned as designed. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A site representative reported that, while in a cervical spinal fusion, the imaging system was beeping continuously and that the generator would not power on. The reported issue occurred three times in the procedure, restarting the imaging system resolved the issue temporarily for the first two occurrences. A restart of the viewing station of the imaging system and imaging system resolved the reported issue for the third occurrence. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.